Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced a random issue with erroneous results for multiple assays. Of the data provided for five patient samples, the questionable result for one patient sample tested on (B)(6) 2011 was discrepant and reported outside the laboratory. The initial ion selective electrode (ise)-potassium result was 6.31 mmol/l with a data flag and was reported outside the laboratory. The sample was repeated and the result was 4.00 mmol/l. The physician ordered the patient to be redrawn and the potassium result was 4.50 mmol/l. This result was sent as the corrected result. The patient was not treated based on the erroneous result and was not adversely affected. The potassium electrode lot number was not provided. The field service representative determined there was a misadjustment of the sample disk and adjusted the sample disk rotation. To verify the analyzer operation, he verified the sample probe aligned correctly with the sample disk and ran precision testing